Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage, perforation and hypotension are listed in the electronic perclose prostyle instructions for use (IFU),as possible adverse events of use of the device. Blood flow was not confirmed from the marker lumen prior to deployment. The electronic perclose prostyle IFU, states: do not open the foot if ¿mark¿ is not observed from the marker lumen. In this case, the IFU deviation does not appear to have contributed to the reported difficulties. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a mitraclip interventional procedure. The sutures of a prostyle device were successfully placed despite no bleed back from marker during positioning. The sheath was upsized to a 16f sheath and the mitraclip procedure was completed. Reportedly post procedure, the knot of the pre-placed prostyle suture was tightened down and hemostasis was achieved. As the patient was about to be sent out of the cath lab, a sudden drop of blood pressure was noted. A CT angiogram was taken which confirmed a ruptured arterial vessel. Major bleeding was noted to be coming from the iliac artery. An emergency operation was performed by a cardiac surgeon and hemostasis/ tissue repair was achieved surgically. According to the physician, the vessel of the patient was brittle and it was possible the artery was damaged when applying tension to the suture to close the vein. The patient was reportedly recovering.